Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the guidewire was advanced out of the catheter when the tip of the guidewire looped before entering the stenosis. The physician attempted to pull the wire back into the catheter but this did not work. The physician removed a part of the tip coating, distal tip detached. Attempts to obtain additional information surrounding the event and the patient's condition were unsuccessful. If additional information becomes available, it will be reported in a supplemental medwatch report.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the guidewire was advanced out of the catheter when the tip of the guidewire looped before entering the stenosis. The physician attempted to pull the wire back into the catheter but this did not work. The physician removed a part of the tip coating, distal tip detached. Attempts to obtain additional information surrounding the event and the patient's condition were unsuccessful. If additional information becomes available, it will be reported in a supplemental medwatch report.

Manufacturer narrative:
A visual analysis found that the returned device presents the distal tip detached, exposing the corewire tip. There were no evidence of corewire fracture. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. All the outer diameter measurements were within the specifications. The returned device was consistent with the complaint that the distal tip detached. It is possible that unstated procedure and clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, the most probable root cause for this incident is operational context. A DHR (device history record) review was performed and no deviation was found. A labeling review performed and no anomaly was found.